Event description:
On (B)(6) 2010, the plaintiff was implanted with a miniarc sling. It was alleged by the plaintiff's attorney that after the implant the plaintiff, "suffered serious bodily injuries, including but not limited to extreme pain, chronic infection, urinary issues, and other injuries." It was also alleged that the plaintiff experienced "significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.